Event description:
It was reported that the patient experienced chest pain. It was also reported that there were high thresholds and intermittent loss of capture on the right ventricular (rv) lead. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.